Event description:
Customer's parent called to report the loaner pump was not delivering the insulin. Also stated the driver arm was loose. Troubleshooting was performed. The insulin was exiting. Device was not dropped, bumped, or exposed to moisture.